Event description:
On (B)(6) 2012, it was reported that an AED was used during a rescue attempt and that the AED reported a service code. The patient was transferred to a second defibrillator. Patient outcome is unknown.

Manufacturer narrative:
Results - the investigation determined that the root cause was due to a false failure of the software check due to interference during charging. A report of correction for this issue has been filed with FDA. The device was removed from the field to assist with the investigation.